Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. A potential root cause for this failure could be "static / positive air pressure". The lot number was unknown; therefore, the device history record could not be reviewed. Unable to perform labeling review due to unknown product code. Although the product family was unknown, the drain bag product ifus were found to be adequate based on past reviews. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that urine would not drain into the bag. When the nurse started to manipulate it over 1500 ml only drained out. The user stated this was a patient safety issue and asked some educational materials on this item. The attachment that was sent really did not address the manipulation of the spine of that bag when initially opened.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that urine would not drain into the bag. When the nurse started to manipulate it over 15oo ml only drained out. The user stated this was a patient safety issue and asked some educational materials on this item. The attachment that was sent really did not address the manipulation of the spine of that bag when initially opened.